Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00101 to provide the sample evaluation results. Results: is based on evaluation of user facility information, the actual device; is based on the retention samples evaluated. Conclusions: is based on evaluation of user facility information, the actual device; is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The lot number was not provided by the user facility, therefore three recent retention samples were also evaluated. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00101 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. The customer reported a similar event for another device with the same product code. See MDR 1118880-2016-00102 for details. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking profusely at the hub; blood loss was less than 250ml; the sheath was swapped out; the procedure was completed successfully; and the patient fully recovered.